Event description:
According to the info received, the mitral valve was repaired due to a paravalvular leak "at the noon to three o'clock position". The prosthetic aortic valve was explanted at this time.